Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequele and no reported clinically significant dleay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional informaiton was provided.